Event description:
On (B)(6) 2010, patient reported within the last month he has started to notice issues with the up and down buttons, and it is getting worse. Patient stated when he attempts to give a bolus, the buttons will not respond. Patient reported he will normally press and hold down the up button until the infusion device displays 0.0 units. Patient stated he will attempt to use the down button to program the bolus, but has to press it multiple times in order for it to respond to the press. Patient reported sometimes he will press and hold the down button and then use the up button to program the bolus. Patient stated he has had issues with both buttons not responding. Patient reported this is never at the same time. Patient stated buttons pop back up when pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.